Event description:
It was reported that when an asymptomatic patient present in the or for implant, the device was post-paced t-wave oversensing on the ventricular lead when pacing. The oversensing was noted on a real-time egm. Programming changes were recommended. No further information is available.